Manufacturer narrative:
(B)(4). This is report 1 of 2 for this incidence of peritonitis and death. As patients discard supplies after each use, a sample was not available for evaluation. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition was undetermined. A batch review of the potentially associated lot numbers (h11a26133, h10l05508) revealed no exceptions during the manufacturing process. A batch review of the potentially associated lot number (h11b27014) revealed an exception, but did not indicate any issues related to the complaint. Baxter has received similar reports for the report of peritonitis. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis, and death coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on unreported dates, the patient experienced peritonitis and was weak and fragile. On (B)(6) 2011, the patient died. The cause of death was reported as unknown. Treatment was not reported. Dianeal therapy was ongoing until the time of death. It was not reported whether an autopsy was performed. The outcomes for the peritonitis, weak and fragile were not reported. The nurse reported that the event of death was not related to dianeal therapy. An opinion of causality was not provided for the events of peritonitis and weak and fragile. No further information was available.